Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hypoglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16; checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her pdm (personal diabetes manager) has been changing the time by the end to the day. Due to this issue she does not get the correct basal rates from her pdm. She had to go to the hospital on monday with low blood glucose reading at 0.5 mmol/l (9 mg/dl). It was not clear if the hospitalization was due to her pregnancy or due to the pdm issues. She also reported that on saturday she went to the hospital to get help with her gastroenteritis.